Event description:
9 days after coronary artery drug eluting stenting treatment procedure there was stent thrombosis. The target lesion was located in the right coronary artery (rca). The physician treated the lesion with a taxus express2 drug eluting stent of unk size. 9 days after treatment of the rca the pt experienced chest pain and was found to have thrombosis in the stented rca. The pt was reported as having stopped takin heparin.